Event description:
Caller alleged false negative hcg results. Results as follows: pt received a negative hcg test result after previously receiving a positive hcg result using the same lot number on (B)(6) 2012. Serum quantitative result = 67,000 miu.

Manufacturer narrative:
Investigation pending.